Event description:
On (B)(6) 2009, the patient stated that both the up and down buttons on their infusion device are responding intermittently. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.